Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in a procedure on an unknown date. During the procedure, the balloon ruptured. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon and the catheter did not have any damages. Functional evaluation was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located in the distal section on the body of the balloon. This does not confirm the reported event of balloon burst. The pinhole problem is likely due to factors encountered during the procedure, such as the interaction between the balloon and the scope or any other surface during the procedure that could have created friction, resulting in the found failure of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in a procedure on an unknown date. During the procedure, the balloon ruptured. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.